Event description:
Medtronic received a report that the concerto coil was being used as per the IFU but the coil was kinked and got stuck within the microcatheter. A new medtronic device was used to finish the procedure. The device and any accessories were prepared as indicated in the instructions for use (IFU). There were no patient symptoms or complications associated with this event. It was noted the vessel tortuosity was unknown. Additional information received reported that no causes or contributing factors for the kink and resistance were identified. A continuous saline flush was administered and maintained as indicated in the IFU. Resistance location within the catheter, whether or not the coil came out of the introducer sheath smoothly, and if there was any kink/damage observed to the coil or catheter after removal could not be recalled. There were no issues that resulted in the damage that was found. The catheter was not a medtronic product.

Manufacturer narrative:
H3: product analysis equipment used: vis m-81805, 203cm ruler m-83360 as found condition (condition of returned device): the concerto implant coil returned for analysis within a shipping box, an opened concerto outer carton (lot-228456399), and within an opened concerto inner pouch (lot-228456399). No microcatheter was returned. Visual inspection/damage location details: the concerto device was returned without the introducer sheath. The pushwire was found to be bent at ~3.8cm, kinked at ~7.4cm, and broken at the break indicator (release wire pulled) from the proximal end of the pushwire. The concerto implant coil was found to be detached and not returned. The coin was found to be retracted from the lumen stop. No other anomalies were observed. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was able to be confirmed, as the concerto device was returned damaged and broken. The damage found with the concerto device was determined to be consistent with advancement against resistance. A few possible causes of resistance in catheter during delivery¿ are but not limited to, incompatible catheter, tortuous anatomy, and/or damage or kink to pushwire; however, the root cause was unable to be determined. Based on the device analysis and the reported information, the customer¿s report of ¿coil kink/damage¿ was able to be confirmed, and cause was determined to be advancement against the resistance. The concerto implant coil was not returned; therefore, any contribution the implant coil had towards the resistance/damage, was unable to be assessed. No microcatheter was returned; therefore, any contribution the catheter had towards the damage/resistance was unable to be analyzed. No lot or reference numbers were provided. Compatibility could not be confirmed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.